Manufacturer narrative:
Review of the device history records indicate that the devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: osteolysis due to poly wear. Revised with a competitor cup.